Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device had minor scratches on lcd window and reservoir tube window. (B)(4).

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed button error after the customer jumped into the pool to save his grandson. The button error alarm was confirmed in the alarm history around the time the device was exposed to moisture. Blood glucose value was 243 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.